Event description:
Info received indicates the left intermediate siderail will not stay up. Siderail is not latching.

Manufacturer narrative:
The tech lubricated the siderail latching mechanism to repair the bed.